Event description:
The customer reported that a lower limit is set to 60 for ECG and the customer was at 48. It did not sound in the room. No death, serious injury or other adverse patient event/adverse patient impact was reported to have occurred as a result of this occurrence.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported that a lower limit is set to 60 for ECG and the customer was at 48. It did not sound in the room. No patient or customer harm was reported.